Event description:
The fluid was leaking from the tubing chamber while in the IV pump. Pt was receiving inotropic drips along with IV fluids. Tubing was changed. Pt's blood pressure decreased during leakage, and increased after tubing change. There was no permanent harm to the pt.